Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched message was confirmed and reproduced while loading a set into the pump. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump was displaying a door not fully latched message. Any patient involvement, injury or medical intervention is unk.